Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, during the night while the patient was sleeping, the cgm was in a sensor error state and she was not receiving any cgm values/alerts. The patient began convulsing and seizing. The reporter called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 44 mg/dl while the cgm was in a sensor error state. The patient was treated with IV d50 (dextrose). After treatment, the bg meter reading was 52 mg/dl and the cgm resumed providing values by this time and was reading 55 mg/dl. The patient recovered after treatment and while at home. The patient was not taken to the emergency room. The patient was fine but a little ¿sleepy¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.